Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: a manufacturing record evaluation was performed for the finished device product code:179702000 lot no: 390352 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on:10-jan-2024 manufacturing site:jabil le locle the product and pictures were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and pictures. Visual analysis of the returned sample revealed that the threads of the exp single-innie setscrew were observed stripped, the damaged observed could have been a result of implantation and explantation process. In addition, x-ray or photographic that show the reported alleged condition of loose were not provided and is not possible determine a potential cause. A dimensional inspection for the exp single-innie setscrew was not performed due to post manufacturing damage. A functional test was unable to perform due to mating screw was not received to asses the interaction, however the damaged observed during the visual inspection could contribute to assembling issues. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the exp single-innie setscrew would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b: additional pro-codes: mni, kwp, osh, kwq, mnh. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. G4: additional: k160904. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the set screws were loose post op. The procedure and patient outcome are unknown. This report is for one (1) exp single-innie setscrew. This is report 1 of 2 for complaint: (B)(4).